Manufacturer narrative:
The pump was received with motor error alarm during rewind due to corroded motor home switch. The pump had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.(B)(4).

Event description:
It was reported that the customer's insulin pump had motor error alarm. It was reported that the alarm was frequent and the screen had a crack. No further information provided.